Event description:
Two radial artery catheterization sets from the same lot number were defective. One was burred and another was bent when opened. Had to wait and get more supplies from distribution when arterial line was needed.